Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 occurred during the load sequence. Subsequently, multiple cartridge alarms (alarm 30) occurred during the load sequence. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 200-276 mg/dl.